Event description:
It was reported that the ilet pump appeared unresponsive and would not power on or charge, then powered back on showing 8% battery after several minutes on the charger; the agent advised that a full recharge would require about two hours. Symptoms included low and very low battery with inadequate charging. Outcomes included temporary loss of device function until partial power was restored. Investigation included troubleshooting and user education on charging. Investigation of this case revealed intermittent charging with low battery capacity and recovery after continued charging. It was concluded that the event was related to power depletion and charging behavior, with device function restored through charging.